Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returend.

Event description:
It was reported that customer¿s blood glucose (bg) was 400 mg/dl. System check with tandem technical support found small air bubbles in the tubing. No other device issues were identified.